Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of the electric toothbrush came off while brushing [device breakage]. Already impossible to put it onto the handset really tightly - brushhead [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that the oral-b brushhead, version unknown came off of the oral-b rechargeable toothbrush, version unknown while she was brushing on (B)(6) 2015. She noted that the brushhead had been in use for three weeks, and it was already impossible to put it onto the handset really tightly and the head had fallen off without any further action on her part. No symptoms developed.

Manufacturer narrative:
17-nov-2015 product investigation results: reporter returned 1 toothbrush head used with the suspect handle. Suspect toothbrush handle was not returned. Toothbrush head confirmed to be counterfeit.

Event description:
Head of the electric toothbrush came off while brushing [device breakage]. Already impossible to put it onto the handset really tightly - brushhead [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that the oral-b brushhead, version unknown came off of the oral-b rechargeable toothbrush, version unknown while she was brushing on (B)(6) 2015. She noted that the brushhead had been in use for three weeks, and it was already impossible to put it onto the handset really tightly and the head had fallen off without any further action on her part. No symptoms developed.